Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced four kinked cannula events on video (B)(6) 2024. The event occurred within three hours of insertion. The infusion set were inserted in butt, abdomen, thigh. Blood glucose level during the event was reported high. Patient took correction injection via multi daily injections to address high blood glucose. Patient changed out infusion set and resumed insulin therapy. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-13436 - device 1 of 4.